Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ slip tip syringe with precisionglide¿ needle fell off when using sterile syringe. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, when the nurse was dispensing medicine for the patient, the plunger stopper of the syringe fell off when using a sterile syringe.

Event description:
It was reported that the bd¿ slip tip syringe with precisionglide¿ needle fell off when using sterile syringe. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, when the nurse was dispensing medicine for the patient, the plunger stopper of the syringe fell off when using a sterile syringe.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Syringe DHR was performed for the batch 2020322 (catalog 300841). No similar defect found during in-process inspection and qa outgoing inspection. Qa routine breakout and sustaining force was within specification.